Event description:
Customer reported via phone call that the up and down arrow buttons were not responding and the insulin pump has cracks. Blood glucose value was 12 mmol/l. Customer did not recall any significant events leading to the keypad issue. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with corroded up arrow keypad trace. No unresponsive buttons and all of the buttons functioned properly. The insulin pump has battery tube threads cracked, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.